Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of electrical shock was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 10 days ((B)(6) 2021 per timestamp). The driveline was disconnected at on (B)(6)2021 at 16:45:13 and the controller was shut off at 16:46:04. There were no other notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary and functional testing and passed. The controller was able to operate as intended. The controller was connected to a test power module and the housing was tested for current leakage. No current leakage was found. The controller was able to function as intended. Additional information provided on 08oct2021 stated that exchanging the controller resolved the issue. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate patient handbook section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 instructions for use section ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. Additionally, it is suggested that patients use battery power. The heartmate patient handbook and the heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ explains that to avoid the risk of electric shock, the mobile power unit (mpu) must be plugged into a properly-tested ac electrical outlet that is dedicated to mpu use. Do not use portable, multiple outlet (power strip) adaptors or extension cables. Additionally, it is suggested that patients use battery power instead of the mpu when not sleeping or relaxing to reduce the risk of system damage from high levels of static electricity. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d6a: date of implant inadvertently reported in initial report and is not applicable for this device additional information to the manufacturer's investigation conclusion: the reported event of the user experiencing a shock from the system controller while using the mobile power unit (mpu) was not confirmed. The system controller was returned for analysis, functionally tested and found to operate as intended during analysis. The mpu in use during the event was not available to be tested with the system controller, and as a result additional current leakage testing could not be performed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller had electrostatic discharge (esd) that required exchange. The patient was on mobile power unit (mpu) support when he received an electrical shock and so the mpu will be returned as well. Related manufacturer report number# 2916596-2021-05768.